Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer went offline. The technical support specialist remoted into the station, logged into the system, and reset the cubex application to resolve the issue. After the reset, the tss verified that the customer was able to log in and successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a drawer was offline, unable to open. The customer reported that a malfunction took place when the user tried to dispense medication (oxycodone 5mg 01 04) to the patient. There were no adverse events or injuries reported based on this event.